Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of swelling, red, inflamed, hard, hot, blister, and biofilm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: precautions for use; as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected to the cheek with juvéderm® voluma¿ with lidocaine and to the lower face with juvéderm® volift¿ with lidocaine. 11 months later patient was injected to the perioral area with belotero and to the nasolabials with radiesse. Patient¿s nasolabials started to swell alternately, however the cheeks became red, inflamed, hard, and hot. Patient additionally developed a blister on the lip. Patient was prescribed prednisolone for the nasolabials and continued taking it for the cheeks. Patient reached out to an aesthetic doctor who thought there was ¿definitely a biofilm where the juvéderm® voluma¿ with lidocaine was which had formed when it was stimulated by the radiesse.¿ hyalase was injected to the juvéderm® voluma¿ with lidocaine injection sites and the area was aspirated, however nothing came from it. Patient was prescribed ciprofloxacin. The blister on the lip has resolved while the remaining symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01002 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine, also a device manufactured by allergan.